Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Device was not returned to manufacturing facility.

Event description:
It was reported that there was an under infusion of magnesium sulfate. The patient intended to get 2gm of magnesium sulfate IV over 1 hr. Per protocol. As the pump was set appropriately, an hour later the magnesium bag was still about half full. There was patient involvement but no harm. Although requested, the customer declined to return the devices for investigation. An internal investigation was performed by the customer's biomed and stated that they were unable to duplicate the reported problem. No further information was provided.